Manufacturer narrative:
Citation: lee, et al. Surgical options for pulmonary atresia with ventricular septal defect in neonates and young infants. Pediatr c ardiol. 2020 may 6: 1¿9. Pmid: 32377890. Doi: 10.1007/s00246-020-02352-9 [epub ahead of print] earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the optimal surgical strategy for repairing pulmonary atresia with ventricular septal defect in young children. All data were retrospectively collected from a single center between 2004 and 2017. The study population included 65 pediatric patients (predominantly female, mean age 8 months, mean weight 6.85 kg), 10 of whom were implanted with medtronic contegra valved conduits and 9 were implanted with medtronic valved conduits (no serial numbers provided). Among all patients, 10 deaths occurred, due to esophageal bleeding after trachea-esophageal fistula repair, sepsis, pulmonary overflow, low cardiac output, pneumonia, hypoxic brain damage and unknown causes. No further information was presented. Based on the available information medtronic product was not directly associated with the deaths. Among all patients, adverse events included: conduit stenosis requiring ballooning/stenting or conduit replacement surgery. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.